Event description:
It was reported that loss of capture was observed on the right ventricular device. An x-ray was performed, and the device was dislodged from the implant position. The device was explanted to resolve the event, and the patient was in stable condition.